Event description:
The closure procedure was performed on the right great saphenous vein. A deep vein thrombosis developed after the procedure. Physician prescribed lovenox, and a patient follow-up with family doctor for further anticoagulation. Venous duplex was conducted in 2005, which showed a partial deep vein thrombosis of common femoral vein at saphenofemoral junction. A second venous duplex the following month demonstrated no thrombus present. A third venous duplex in 2006 demonstrated no thrombus present and signs and symptoms improved.

Manufacturer narrative:
No malfunction was reported, and product was not returned.